Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during spinal fusion surgery on (B)(6) 2017. A transforaminal posterior atraumatic lumbar (tpal) inserter stylet stuck to implant during insertion and was not able to release properly when trying to remove inserter. During removal, the tips of the stylet were expanded to the point the device could no longer be used. No harm was done to the patient and the stylet was removed from the operative field. There was a three (3) minute delay in surgery. No additional medical intervention required. The surgery was successfully completed. Concomitant medical devices: spine implant (part/lot unknown, quantity 1). (B)(4).